Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer who did not provide any additional details about the patient or the reported issue. The customer had questions regarding clinical logs and how to interpret them. The rse was able to assist customer and on questions regarding the different messages in the logs as well as sent customer documentation via email that he was looking for. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating the customer requested assistance obtaining and reviewing clinical audit logs following the patient's death. The manager stated this request was not related to an event with the monitor; however, it was also indicated the alarms are not alerting as they should be. Additional details were not provided by the customer.